Event description:
All of the attachment systems, aortic, contralateral, and ipsuilateral, deployed uneventfully. During the removal of the delivery catheter, the jacket guard could not get through the ipsilateral attachment system. The physicians chose to insert a balloon up and apply tension to the device. The device broke on its own accord. The jacket guard broke off at the very tip of the delivery catheter. The pt was converted to standard open procedure. The pt is recovering and doing very well.